Event description:
Patient's relative reported left side "recall," "deflation," "having trouble with the implant for years," and "it has never been right since it has been put in." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, deflation.